Event description:
It was reported that during a follow-up high, out of range, pacing lead impedance and decreased sensing were observed. Lead fracture was suspected. The lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.